Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch ¿ 1221934-2017-10230.

Event description:
The affiliate reported via email during a rotator cuff rupture, 2 versalok anchors did not work during insertion. After insertion of anchors and placement of anchors, they were broken and fell out of the hole from the bone. An anchor from another company was used. There was a three minute delay. Additional information received via email from the affiliate on 4-27-17: the failure was that both versalok anchors broke and pulled out of the bone. It is unknown if the anchors broke while tensioning the suture or while implanting the anchor. The surgeon was planning on using one anchor. The surgeon removed all fragments. The surgeon made an additional bone hole to complete the procedure using the competitor¿s anchor. There were no patient consequences.